Event description:
It has been reported by the end user's daughter that her mother's 6497 commode had a crack in the seat about 1 year ago. The seat had pinched her mother's buttocks and made her bleed. It has been reported that no medical attention was sought.